Event description:
It was reported that device entrapment occurred. A 2.15mm rotablator rotalink plus and a rotawire drive were selected for use. The rotablator was prepared outside the body and platformed at 180,000rpm. During insertion, it was noted that the burr was stuck with the rotawire. There was resistance encountered between the burr and rotawire. The burr and the rotawire were removed together as one unit from the patient. After removing the devices from the patient's body, damage was noted to the rotawire. The procedure was completed with replacement devices. There were no patient complications, and the patient was stable post procedure.